Event description:
During a hemiorrhoidectomy procedure, after closing the instrument, surgeon did not hear the crack, stemming from the washer, as he usually does. The instrument had stapled but only cut half way. As a result, the mucosa/submucosa ring was partially still in place. The surgeon went ahead and cut the remaining. Mucosa/submucosa ring out manually followed by applying stitches over the area where the stapler had cut and stapled. Paient had to be hospitalized longer than expected and the current patient status is unknown.